Manufacturer narrative:
Investigation: per customer, the specified amount of acda anticoagulant recommended asper the manufacturer¿s instructions was added to the product. After the centrifugation, more acda was added to the product. However, the addition of more acda anticoagulant did not correct the clotting in the product. The customer stated that the patient was undergoing a hair restoration procedure. Terumo bct customer support followed up with the customer for this event and the customer reported that the use of the expired set was the result of operator error. Investigation is in process. A follow-up report will be provided.

Event description:
The customer initially called to report that a during a platelet rich plasma (prp) procedure on a patient, the processed prp product clotted off completely during centrifugation. Later,upon review of the information provided by the customer, it was discovered that an expired platelet concentrate disposable set was used on the patient. The disposable set was labeled with an expiration date of 06/01/2017. The procedure was performed on (B)(6) 2018. Per the customer, the blood was collected and processed, but not administered to the patient. The customer reported that the patient is in healthy condition. Patient weight is not available at this time. The platelet concentrate set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide corrected information and additional information. Updated root cause: based on the clinical findings, the customer stated that the use of an expired set was caused by an operator error. The specific root causes for clotting are undetermined. Clotting can also be a direct result of the following:- insufficient acda volume used during blood draw.- insufficient mixing of acda after blood was drawn into the syringe.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the customer provided two photographs for investigation. Upon photographic inspection of the first photograph, a clotted process disposable set was observed and upon review of the second photograph, the expiration date of 6/1/2017 was confirmed from the patient labels associated with the procedural set. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the clinical findings, the customer stated that the error was caused by an operator error.

Event description:
The customer declined to provide patient's weight.